Event description:
A (B)(6) year old female patient contacted zoll customer support to report her battery pack was defective. The patient was provided a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery problem) has been confirmed. Upon receipt, the battery pack was nonfunctional in a charger and a monitor. Upon investigation, a solder tab was found to be broken between the cells. This resulted in a loss in communication between the cells causing the faults and the failures upon receipt. The root cause for the broken solder tab cannot be positively determined, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.